Manufacturer narrative:
Additional information: device manufacture date provided. Correction: lot number updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Unique device identification(UDI) not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the tip of the ball-top planar passive probe was deformed. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: lot number provided. The probe was returned to the manufacturer for evaluation. Testing found that the tip of the probe was bent, but the divot error returned was good. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.